Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they thought that their ins had moved, and they haven't been able to connect to their implanted neurostimulator today (B)(6) 2024. Agent offered to help the patient attempt connect to their implant, but troubleshooting was unable to be performed as patient did not have their communicator charged. Patient was redirected to charge their communicator and call back. The patient was redirected to their healthcare provider to further address the issue. Patient called back with communicator charged on (B)(6) 2024. Walked patient through connecting to ins. Reviewed MRI compatibility.